Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer attempted to bolus, a message indicating a cartridge change required was received. The customer's blood glucose (bg) level was in 400 mg/dl range. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received.